Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that multiple reservoirs had air bubbles. The blood glucose level at the time of the incident was 21 mmol/l. It was stated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. Troubleshooting was performed. The insulin pump passed the high pressure test and the customer is following the proper steps for filling the reservoirs. It was stated that the issue has occurred with reservoirs from the same lot. The product would be replaced. The product will not be returned for analysis.